Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, a small hole was found in the pack during a hip procedure. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a back-up device.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, a small hole was found in the pack during a hip procedure. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a back-up device.